Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured during valve deployment. The valve was still able to be implanted successfully with no post-dilation needed. There was no difficulty withdrawing the delivery system balloon and there was no patient injury. It was believed that the balloon had ruptured due to the moderate annular calcium that was present. There was no indication of an edwards device malfunction. Post-operative echocardiogram images revealed no paravalvular leak (pvl) and no significant gradient.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery revealed a balloon burst on the working length and distal shoulder of the inflation balloon. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed based on evaluation of the provided imagery. The available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as it was noted that the annular calcium was moderate and an additional 1 cc of volume had been added to the balloon prior to inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.